Manufacturer narrative:
No lot number was identified therefore a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. Three photos were provided by the customer. Visual evaluation of these photos was performed. In the first picture a peritoneal (pd) catheter was observed separated into three parts. The second photo was maximized and showed the split of one part of the pd catheter and the split was observed irregular and broken. The last image revealed the catheter split into three parts over one surface. These images revealed that the catheter showed signs of use (remains of blood in the cuffs). The potential causes for this event were identified. According to procedure manufacturing operators must inspect catheters and reject for contamination, necking of the tubing, and nicks, cuts or blemishes that do not meet drawing specifications. All rejected product will be cut in half and placed in a scrap container. Based on the photo evaluation the catheter was used and manipulated by the customer for an undetermined amount of time. The reported condition was not identified prior to insertion, which implies that the issue occurred after customer manipulation. The reported condition has been confirmed. Based on the available information there is enough information to discard the manufacturing process. The most possible root cause could be related to customer misuse since the reported condition occurred after being in use. Based on pictures provided, this split or cut could be caused by an improper use of sharp objects or cleaning agents. No trends or triggers have been found, therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the catheter might have been fractured in the patient. The patient continued therapy with no problems until the catheter was removed on a later date.

Manufacturer narrative:
Three photos were provided by the customer. Visual evaluation of these photos was performed. In the first picture, a peritoneal dialysis (pd) catheter, separated into three parts was observed. The second photo was maximized and showed the split of one part of the pd catheter. The split was observed as irregular and broken. The last image revealed the catheter split into three parts over a surface. These images revealed that the catheter showed signs of use. One pd catheter was received for analysis and investigation. Visual inspection of the sample revealed signs of use. The pd catheter was received cut into three parts. The tube was magnified and an irregular cut can be shown where the split occurs. An ishikawa diagram was used to determine the potential causes for this event. The procedure describes all assembly and inspection operations required for manufacturing straight and curled peritoneal dialysis catheters. Manufacturing operators must inspect the catheters and reject for all that do not meet drawing specifications. The repo rted condition has been confirmed. Based on the photos and the sample evaluation the pd catheter showed an irregular split or cut on the three parts of the catheter. The complaint description shows the catheter functioned as intended for a period of time. Based on the available information there is enough information to discard the manufacturing process. Based on the sample and the pictures provided, this split or cuts could be caused by an improper use of sharp objects or cleaning agents. No trends or triggers have been found, therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the catheter might have been fractured in the patient. The patient continued therapy with no problems until the catheter was removed on a later date.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer states the catheter was fractured in the patient. The patient continued therapy with no problems until the catheter was removed on a later date. Additional information provided by the customer stated the reported issue was an assumption.